Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 494 mg/dl at the time of incident. Customer¿s current blood glucose is 494 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did experienced the symptoms such as thirsty. The customer treated high blood glucose with the manual injection. Customer also mentioned that she had a high blood glucose hospitalization but she has already reported that to the helpline in previous call. The customer received a change sensor alert after a calibration not accepted. Customer states the issues started on (B)(6) 2018 and her blood glucose was 314 and her blood glucose earlier was 72 mg/dl at 3 am. Sensor glucose value from reported event was 342 mg/dl. Sensor glucose and blood glucose difference not available but customer mentioned about 30 points off. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis. Frn-unk-rsvr, ozp-mmt-7020-snsr, unomed inf set.